Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided), and a large ketone level identified as dangerous. Reportedly, the cause was unknown, however customer occasional consumed carbohydrates prior to administering a correction bolus. Bg was addressed via a correction boluses, and manual injections. The customer was instructed to consult with healthcare provider regarding bg level.